Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose of 32.1 mmol/l, which was treated with a bolus. The patient's mother was trying to change the transmitter on the charger and the light on the transmitter did not come on or blink. She was advised to store transmiter on the charger for an eight hour period. Nothing further reported.